Manufacturer narrative:
(B)(4), the sample was returned for evaluation. A visual exam was performed and one of the screws on the outer casing was noted to be missing. No other defects were observed. Functional testing was performed and the unit was connected to 120vac with its original power cord. The unit passed the initial power connect test. The unit was not able to navigate through the power-on self-test (p.o.s.t.). The red and yellow triangle flashed and the unit alarmed. The power supply board was replaced with a known good lab inventory power supply board. Still, the unit was not able to navigate through the power-on self-test (p.o.s.t.). The power cord was switched with a known good power cord and the unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The original power cord was then reconnected to the unit again. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for a full functional bench test with its original power cord in attempt to replicate the reported defect. A water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. 2-3 lpm of air flow were supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. Testing confirms the unit did not have a proper connection with its power cable. Once the cable was disconnected and reconnected the unit functioned as intended. The complaint has been confirmed. The investigation confirms the unit did not have a proper connection with its power cable. Once the cable was disconnected and reconnected the unit functioned as intended. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. The power cable needs to be fully plugged into the unit and a wall outlet to function properly. It is unknown if the user did not have the power cord plugged all the way into the unit or if there was a different reason the connection was not properly made. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the device is not heating correctly". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the device is not heating correctly". No patient involvement reported.